Manufacturer narrative:
Insulin pump alarmed during the prime and basic occlusion tests due to a loose drive suppor disk a cracked display window, scratched lcd window, cracked reservoir tube lip and broken belt clip slot also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during manual prime, was unable to exit from preparing to prime loop and the drive support cap is sticking out. Nothing further was reported.